Event description:
The customer reported to olympus that the evis exera iii video system center had no image and only patient details appearing on the left of the screen. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the video connector has signs of wear causing no image to be produced when the olympus 180 series scopes are connected. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.